Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-00381. It was reported that one of the patient's lead was showing high impedances. The investigation did not determine which lead caused this issue. During the procedure it was reported that the patient's leads were having difficulty from being removed from the ipg. Surgical intervention was undertaken and the ipg and lead was explanted and replaced.

Manufacturer narrative:
Event date: event date is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4), common device name: kit implantable slim tip lead, 50cm, model: mn20450-50a, UDI: (B)(4), serial: (B)(4).